Manufacturer narrative:
On (B)(6) 2025, the patient observed that her nebulizer was not misting properly, resulting in missed doses of medication. This led to shortness of breath and wheezing, requiring hospitalization from (B)(6) 2025. Upon discharge, the patient still lacked a functioning nebulizer and was subsequently re-admitted. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
On (B)(6) 2025, the patient observed that her nebulizer was not misting properly, resulting in missed doses of medication. This led to shortness of breath and wheezing, requiring hospitalization from (B)(6) 2025. Upon discharge, the patient still lacked a functioning nebulizer and was subsequently re-admitted.